Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was brought to the emergency room, as the patient could not breathe due to a device malfunction. The device's battery was 1/2 depleted approximately 7 months ago. There are concerns regarding the device's longevity. The device was explanted and returned for analysis.